Event description:
The iab was inserted into the pt on 7/9/97 at 7:30 a.m. And removed on 7/11/97 at 7:45 p.m. The iab did not malfunction. As a result of the event, the pt had major ischemia and a thrombosis. A vasular surgeon was consulted and surgery was required. (Event complications: major ischemia/thrombosis/surgery-rpt'd 8/21/97). (Pt's current status: discharged-rpt'd 8/21/97).

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation. This follow-up MDR was mailed to the FDA on 10/13/98.